Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited bacteremia and endocarditis. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted. Furthermore, the patient was also undergone a bypass/open-heart procedure at the same time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).